Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was taking antibiotics due to a suspeced infection at the lead site. Follow up information identified the patient's physician ordered an MRI to rule out any abscess. The MRI revealed no abscess or infection.